Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump would not power on, with the user perceiving vibration while the display remained black; attempts with a different charging pad did not restore function, consistent with a display issue involving the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a display that was difficult to read due to an ambient light or related display issue, with the affected device component identified as the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.